Manufacturer narrative:
The tracheostomy tube was returned to mfg and the failure investigation is currently in progress. When the investigation is completed, a follow up report will be submitted should any new significant info result.

Event description:
It was reported that "the flange of the tracheostomy tube has become separated from the shaft whilst in situ on the pt."